Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 153mg/dl at the time of the incident. The customer also stated that there was no significant event leading to the keypad issues. The customer stated that the time on the clock advanced when monitored. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. During troubleshooting for the unresponsive buttons, the customer also mentioned an ongoing audio anomaly and troubleshooting for beep/vibrate anomaly was performed. The customer stated that the insulin pump was beeping and vibrating during the call and has been going on for an hour. The customer stated that there was nothing nearby that beeps/vibrates and that the anomaly continued even after removing the battery for five minutes and re-inserting a new one. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened(escape, act and up) button dome switch (no crease). No button error alarm and no audio/vibrate anomaly noted during test. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.